Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case display window corner noted.

Event description:
It was reported via phone call that the insulin pump had a crack above the up arrow on the keypad. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed. The insulin pump was returned for analysis.